Event description:
It was reported that on (B)(6) 2010 a health care professional (hcp) noticed that the area around the initial pump catheter area was infected. The hcp ended up cutting the catheter that was surrounded by the infected area and removed. The patient spent 4 months in the hospital with (B)(6). The patient had many issues and many problems. The patient¿s pump was left in place until she had a new pump implanted in (B)(6) 2014. The pump was used to infuse morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).